Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was attempted to be used to treat a moderately calcified lesion in the rca. There was no damage noted to the device packaging. Pre-dilation was not performed. Resistance was encountered when advancing the device. It is reported that a balloon burst occurred during stent deployment on the first inflation before reaching 10 atm. Post-dilation was performed. No patient injury is reported.

Manufacturer narrative:
Additional information received reported that the lesion being treated was the right posterior descending. The delivery system was removed (with the stent remained placed in the lesion), and the stent was post-dilated using another balloon because the apposition was not sufficient. The stent was implanted successfully. The physician completed the procedure as no issues were noted in the patient¿s condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The balloon returned with blood visible in the balloon and inflation lumen. There was no stretching of the balloon bond. The device was placed in the waterbath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon failed negative prep. Upon inflation, the balloon and inflation lumen filled with blood. A leak was observed exiting the distal tip and guidewire entry port, suggesting a leak on the inner shaft. The balloon failed to maintain pressure. The device was cut immediately distal to the guide wire entry port to remove the distal outer in order to inspect the inner for damage. Upon inspection puncture sites were visible on the distal inner 22.8cm proximal to the proximal marker band. The material was protruding outwards at the puncture sites. Bunching was evident to the distal inner between the marker bands. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.